Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an original implant with a powerlink device. A follow up computed tomography (CT) completed on (B)(6) 2017 showed a potential type 3a endoleak. On (B)(6) 2017 the physician elected to implant two suprarenal aortic extensions to seal the leak. A final angiogram at the completion of the procedure confirmed the seal. The patient is reported to be doing well.

Manufacturer narrative:
At the completion of the investigation of the additional information received, it was discovered that there was evidence to reasonable suggest main body strut fracture occurred that were not included in the event as reported.

Event description:
Additional information was received, patient underwent a secondary procedure to resolve the leak. Patient did well post procedure.

Manufacturer narrative:
The most likely cause of the failure which was identified as an endoleak type iiib rather than an endoleak type iiia, and an aneurysm growth, and was determined to be device related. A clinical assessment showed that the device likely contributed to this event. A review of the device quality records show the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%.